Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient had an rvad exchange on (B)(6) 2016. Sharp spike in power noted on (B)(6) 2016 confirmed with log files. Support withdrawn from patient. Date of death and details of death were asked to the site and site declined to answer.